Event description:
It was reported that approximately three weeks following the initial hemiarthroplasty, the patient experienced two dislocation events and subsequently underwent a revision surgery. During the revision, all implants were replaced, and a total hip arthroplasty was performed. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - the primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are currently unknown. Attempts have been made to gather all product identification information and no further information was provided. D10 - associated medical devices: unknown femoral head; item# unknown; lot# unknown. Unknown taper; item# unknown; lot# unknown. Taperloc lat cocr 10mm t1; item# 650-0332; lot# unknown. Optipac 60 refob bone cmt r-3; item# 4711500396-3; lot# unknown. G2 - foreign: netherlands. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.